Event description:
The healthcare professional reported that when the device, an embovac large bore catheter (ic71132ca / 31054023) was first opened, the hub of the catheter was kinked and detached. The physician used ¿the same like¿ product and the procedure was successfully completed. There was no negative patient impact reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31054023) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 20-dec-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
UDI related data quality updates only. Correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile embovac large bore catheter was received contained in the decontamination pouch. Visual inspection was performed. The catheter hub lumen was confirmed to be fractured; however, the device was still in one piece. The catheter shaft was kinked just distal to the ID band. Further damage was noted on the distal aspect of the device; the braided mesh was noted to be compressed at 4 cm from the distal tip, where fingertips seemed to be used to hold the device, and a slight elongation was noted at 14 cm from the distal tip, causing the catheter to have a flaccid appearance. Microscopic examination was performed. Under magnification, it was noted that the hub lumen had been subjected to bending force, which caused the outer plastic layer to fracture, exposing the internal wires. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications. A review of manufacturing documentation associated with this lot (31054023) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported that the hub of the catheter was kinked and detached was confirmed based on the appearance of the hub lumen. Device damage during catheter and accessories removal from the hoop card is a potential hazard that can result in insufficient seal on connection due to damaged hub due to device removal from packaging technique. Devices undergo 100% inspection for exposed wire inside the hub during hub injection molding process, and 100% inspection for catheter kinks or damages during catheter loading into hoop. The damages noted in the catheter body were not originally reported in the complaint, therefore, its exact time of occurrence cannot be determined. These findings are not related to the complaint reported. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: - before removing the large bore catheter from the packaging hoop dispenser, rotate the luer on the packaging hoop 90 degrees. Attach a syringe containing minimum 20 cc heparinized saline to the luer connector at the end of the hoop dispenser. Flush the dispenser to hydrate the hydrophilic coating of the catheter. Failure to do so can compromise the coating and lubricity of the catheter. - gently remove the catheter and accessories from the hoop and inspect prior to use to verify that they are undamaged. Caution: do not use a catheter that has been damaged in any way. If damage is detected, replace with another large bore catheter that is not damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.